Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02934 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the first guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The same issue occurred with the second jagwire guidewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02934 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the first guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The same issue occurred with the second jagwire guidewire. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual inspection was performed. The entire overall length of the distal tip section was inspected. It was observed that approximately 3 mm of pebax tip was missing exposing the core wire tip. It was observed that several sections of the ptfe jacket exhibits evidence of being damaged. Upon further examination at 40x magnification, the distal tip section pebax and the ptfe jacket surface appears to exhibit clear indications of having been skived by some type of device exposing the core wire. Except were noted, no other damage or inconsistencies were noted to this specimen at this time. Outside diameter inspection using a laser micrometer found the guidewire o.d was conforming to its specifications. The condition of the returned unit was consistent with the complaint incident that the tip of the guidewire was detached. However, during manufacturing, the devices are 100% inspected to identify possible non-conformances . Therefore, the most probable root cause is caused by another device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire".

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.